Event description:
It was reported that during a sinus plasty procedure, the etrak 2500p locked up. Attempts to reinitialize were unsuccessful. The procedure was completed without the aid of the navigation tool. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The data base was rebuilt and the system was tested and found to be working as intended and placed back into service.